Event description:
Reportedly, while attempting to monitor a pt through ECG leads, the device displayed the pt ECG as artifact. When the crew switched to monitor the pt in paddles lead, an intermittent connect electrodes prompt was observed. The pt was not resuscitated, but the reporter stated pt outcome was not affected by the report, due to a lack of pt viability.